Manufacturer narrative:
Philips service identified the pdu unit for replacement, pending further action. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the azurion 7 m20 failed to power on; suspected pdu short-circuit on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.